Event description:
The catheter was inserted into the radial artery of a 24 week pt. It had continuous blood loss at the connection point of the catheter to the hub. The blood loss was approximated at 16 cc or 20% of blood volume. Blood tranfusion was needed. Catheter may be from one of the following lot numbers: 3k11258w01; 4a15258w01; 4d19258w01.